Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarm noted during testing. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Insulin pump was received with ram access memory reset, failed history pointers, invalid trace pointers, failed power supply during self test and high sleep current due to moisture damaged electronic assembly on printed circuit board. Insulin pump was received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error and button error. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is expected to be returned for analysis.